Manufacturer narrative:
(B)(4). Batch # p92x0c. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. No functional testing could be performed due to the device could not be attached to the test instrument. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. And could have cause the reported incomplete pre-run test. It is possible that the stud got damaged as a result of dropping it. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when this handpiece is connected, the generator recognizes it but we cannot test the handle. Prolonged push on scissor buttons does not trigger anything. There is no error code, just no visual or audible signal from testing. Another hand piece was connected to the generator and it works. No further information available.